Event description:
Patient reported that they presented to dermatologist with impaired ipg incision site healing. Dermatologist injected the site with steroids. Patient has neurosarcoidosis, which may be affecting the healing process.